Event description:
Reportedly, the thumbwheel was at first extremely difficult to turn, then it became very easy to turn. The stent would not easily deploy.

Manufacturer narrative:
Device not returned.